Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The rep reported an infection and a removal. The rep stated that the devices had been discarded at the time of removal as the rep was not informed of the removal until after the fact. The rep reported the issue as a physical stated the device was extruding from the implant site. The rep stated that there were no environmental/external/patient factors involved and that for diagnostics/troubleshooting performed that prophylactic antibiotics had been used during the surgery and the actions and interventions taken were that the device was removed. The rep noted that the issue was resolved at the time of the report and that the explanted devices were replaced with new manufacturer company products. The rep noted that tyrx was not use with the original implant but that it was used for the replacement. There were no further complications reported.